Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the reservoir compartment. Customer blood glucose level was 108 mg/dl. Customer advised there was a crack in the reservoir compartment on the insulin pump. Customer advised the drive support cap is loose and appears to be damaged as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump was received with cracked case on the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked case.